Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0350 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter into the extension tubing, one end of the side wings of the extension tubing was suddenly disconnected.

Event description:
It was reported that after inserting the catheter into the extension tubing, one end of the side wings of the extension tubing was suddenly disconnected.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong two-piece connector proximal segment. One locking arm was detached from the connector and was not returned. The cannula was bent just distal of the break site. Microscopic inspection of the sample revealed tool damage on the remaining locking arm. Inspection of the locking arm break site revealed a dull and granular fracture surface. The fracture edges were sharply defined. No deformation was observed in the vicinity of the break. The mechanical damage suggested that device manipulation with an instrument(s) may have contributed to the observed connector break; however, the lack of deformation and mechanical damage at the fracture site suggested that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation and environmental factors contributing to material embrittlement. A lot history review (lhr) of recn0350 showed one other similar product complaint(s) from this lot number.